Manufacturer narrative:
A saber 3mm x 10cm 90cm pta balloon catheter (bc) was used in an angioplasty case but it would not hold any pressure due to a hole. There were no injuries reported and the case was finished. A device history record (DHR) review of lot 17047351 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber 3mm10cm 90 pta balloon was used in angioplasty case and would not hold any pressure due to a hole. There were no injuries reported and the case was finished.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.